Event description:
It was reported that the patient experienced ventricular tachycardia (vt) resulting in resuscitation due to the programming of the implantable pulse generator (ipg). It was noted that the r-waves were occurring on the t-waves. No changes were made to the ipg programming and the ipg remains in use. No further patient complications have been reported as a result of this event.